Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 iabp and was not able to duplicate the alleged malfunction. The iabp was working within all factory specifications and no problem was found. The stm was able to simulate pumping for two hours with no problems. The iabp passed all calibration, functional, and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) displayed "iab calibration expired" error message while in use on a patient. Customer continued to pump, as this was only a message and did not affect the operation of the iabp. However, customer eventually switched out the iabp. There was no harm, serious injury or adverse event reported.